Event description:
It was reported that the customer was hospitalized for dka. The events leading up to hospitalization were not determined. In addition, the customer was advised by their md to have the pump replaced. It was indicated that the md put the customer on a loaner pump and their bgs have been normal.